Manufacturer narrative:
Date of event: (B)(6) 2020 (B)(6) 2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported error backup alarm failure. The pm(power management) pcb (printed circuit board) was replaced and the issue persists. There was no patient involvement.

Manufacturer narrative:
G4:14mar2021. B4:16mar2021. Technical support (ts) confirmed the reported problem with the customer. The customer replaced and installed the central processing unit (cpu) 2nd gen to resolve the reported issue. Unit passed required performance verification tests per philips standards. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.